Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-26. H6: investigation summary: one case received for investigation, upon visual inspection of the samples it can be seen unitary packaging of the syringes inside the case are not correctly sealed. Some unitary packages are found closed, but sealing cord is weak making effortless the opening of the unitary packaging confirming the defect noticed by customer. Possible root cause is associated with failure in the pressure of the sealing gasket. Maintenance of the packaging machine was reviewed finding a work order in the days after this lot was manufactured. Failure detected in the packaging machine was related to low pressure in the sealing gasket that may be related to the non conformity claimed by customer. Once the mechanical team detected the failure, it was immediately repaired. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that bd syringe 10ml ll package was opened. This occurred on 20 occasions. The following information was provided by the initial reporter: during the collection of the treatment (morphine vial), aspirating the syringe broke with dissociation of the conical tip of the syringe body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll package was opened. This occurred on 20 occasions. The following information was provided by the initial reporter: during the collection of the treatment (morphine vial), aspirating the syringe broke with dissociation of the conical tip of the syringe body.